Event description:
A reporter called to report that his copd inhaler does not work for the past 7 months. He said he uses 1 inhaler per month, all 7 of them haven't been working as intended. He said they have mechanical problems as a result the measurement is inaccurate. He said since the medication is mist, odorless and test less, it is difficult to know if he is getting the prescribed dose. Reference report #mw5117901, #mw5117902, #mw5117903, #mw5117904, #mw5117905, #mw5117906.